Event description:
As reported by the stryker representative, "or8 spi the touch panel intermittently goes out. They can reboot the spi and they will regain the image to the touch panel. Could not switch video routing during a case". Additionally it was reported that the video was lost to all monitors. The surgeon completed the case using a portable monitor on a cart. No patients were adversely affected.

Manufacturer narrative:
Patient information (patient identifier, age, weight, sex, etc.) Have not been included in this report. Follow-ups are being made for this information. Once obtained, it will be provided in a supplemental report. There is no expiration date for the product. Device manufactured date has not been submitted in this initial report. It will be submitted in a supplemental report. The device in question was evaluated in the field. The actual device that failed was evaluated. It is suspected from this evaluation that a faulty pisa mortarboard component was the root cause of this failure. A CAPA will be opened to further understand the root cause and appropriate corrective actions for this issue.